Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a customer identified different length needles in the 0.3 ml bd ultra-fine?¿ ii insulin syringe package. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: no samples or photos were returned, therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. A review of the device history record was completed for batch # 6179821 all inspections were performed per the applicable operations qc specifications. Conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.